Manufacturer narrative:
A steris account manager collected water samples to be tested. The facility's incoming water was tested, and the results identified that one of the critical chemical attributes of water quality were above the maximum requirements for the electric steam generator as stated in the amsco c sterilizer operator manual (table 7-3. Required feed water quality for carbon steel steam generators). The user facility is responsible for ensuring that their incoming water supply remains within the electric steam generator's operating requirements. The amsco c sterilizer operator manual states (3-1), "water quality - supplied must be within specifications. Improper water quality adversely affects equipment operation." The account manager notified the customer of the water quality test results and that their water quality is not meeting the required operating conditions. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite and found that the view port had become damaged allowing steam and water to leak from the sterilizer. The technician replaced the view port, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco c sterilizer was leaking steam and water onto the floor. The smoke alarm was activated due to the steam; no evacuations were conducted. Following identification of the leak, user facility personnel immediately turned off power to the sterilizer and cleaned up the water. No report of injury.